Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. The device did not power on using the battery, however using ac powers on the device. The device turns off when switching between ac and battery power. During the functional testing the unit provided both audible and visual alarms. The battery was charged overnight and it was determined that it would not hold sufficient charge to power the device. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (b)(6(, corrected data: from: (B)(6). (B)(4).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that this device once removed from ac, will only last about 10 minutes on battery power, then shuts off. No consequences or impact to patient was reported.